Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error. During initialization the software creates a known memory pattern in the form of many large arrays. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic sigmoidectomy, the handle displayed an error after removing from the charger. The handle could not be used. Another manual device was used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found a software error. Analysis of system logs showed evidence of a memory verification failure in the logs.